Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated within the fallopian tubes and perforated the uterus / migration') in an adult female patient who had essure (batch no. 922609) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils stretched flat". The patient's medical history included morbid obesity, eclampsia, hypertension, suicidal ideation, anxiety, smoker, bipolar disorder, marijuana use, blood pressure high and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ heavy bleeding with clots"), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems : bladder problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), rash ("rashes on arms"), depression ("psych injury"), rash macular ("thighs splotchiness"), paraesthesia ("tingling in limb/back") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dyspareunia, dermatitis allergic, rash, depression, bladder disorder, weight increased, rash macular, paraesthesia and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, alopecia, migraine, nausea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, rash, rash macular, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding, allergy,psych injury, migration,fatigue, hair loss, migraine, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated within the fallopian tubes and perforated the uterus / migration') and genital haemorrhage ('heavy bleeding/ heavy bleeding with clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils stretched flat". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"), skin disorder ("allergy: rash/skin condition"), rash ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dyspareunia, skin disorder, rash, psychological trauma, bladder disorder and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, alopecia, migraine and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for bleeding, allergy,psych injury, migration,fatigue, hair loss, migraine, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events (abdominal pain, dysmenorrhea, rash, skin disorder nos, bladder problems, fatigue, hair loss, migraine, nausea and weight gain) updated, lab test, outcome for events (genital bleeding, chronic pelvic pain female, back pain and cramp in lower abdomen) recovered / resolved updated, essure removal dated, reporter details and patient date of birth updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated within the fallopian tubes and perforated the uterus / migration') in an adult female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils stretched flat". The patient's medical history included morbid obesity, eclampsia, hypertension, suicidal ideation, anxiety, smoker, bipolar disorder, marijuana use, blood pressure high and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ heavy bleeding with clots"), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems : bladder problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), rash ("rashes on arms"), depression ("psych injury"), rash macular ("thighs splotchiness"), paraesthesia ("tingling in limb/back") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dyspareunia, dermatitis allergic, rash, depression, bladder disorder, weight increased, rash macular, paraesthesia and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, alopecia, migraine, nausea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, rash, rash macular, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding, allergy,psych injury, migration,fatigue, hair loss, migraine, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs and mr received. Events added- abnormal bleeding (vaginal),thigh splotchiness,tingling in limb/back, nickel allergy. Pt of the event dermatitis was updated to rash and psychological trauma was updated to depression. Lot number, medical history and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coils had migrated within the fallopian tubes and perforated the uterus") and genital haemorrhage ("heavy bleeding/ heavy bleeding with clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils stretched flat". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (salpingo-hysterectomy in order to remove the defective essure coils). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coils had migrated within the fallopian tubes and perforated the uterus") and genital haemorrhage ("heavy bleeding/ heavy bleeding with clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils stretched flat". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (salpingo-hysterectomy in order to remove the defective essure coils). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2012: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.